Manufacturer narrative:
March 21, 2016 09:30 am (gmt-4:00) added by (B)(6): our field service engineer(fse) conducted an on-site inspection and replaced the broken filter. The customer had already discarded the broken filter, so it could not be retrieved or photographed for evaluation. Once the filter had been replaced the system was tested, and finding the issue resolved, the ventilator was returned to service. A leakage in the water trap (air filter) on the inspiratory side of the ventilator will lead to insufficient supply of gas to the ventilator and, this will cause the ventilator to generate several visible and audible alarms regarding leakage in the system and low gas supply pressure. Our conclusion is that the reported problem was caused by a broken check valve inside the water trap (air filter). The root cause for the broken check valve has not been determined.

Event description:
March 21, 2016 09:18 am (gmt-4:00) added by (B)(6): it was reported that customer called in for service on ventilator stating that it was leaking by the air water trap section of the modules. There was no patient involvement reported. (B)(4).